Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. It was reported that the controller was stuck on loading after the app update. The patient was treated with IV (intravenous) insulin, fluid and mdi (metered dose inhaler). The patient was still in the hospital.